Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: catalog number: sg-64, serial number: unknown, use by date: unknown and upn: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54.2 mm diameter abdominal aortic aneurysm. 4 heli-fx endoanchors were also implanted during the procedure. It was reported that three days after the index procedure, the patient had a urinary tract infection. The patient was treated with medication and the event was resolved. The investigator assessed the event as related to the index procedure, not related to the device. No additional clinical sequelae were reported and the patient is fine.